Manufacturer narrative:
(B)(4). One unit was received as a fully retraced needle-barrel assembly and a needle cover within an open package. Through the visual examination of the sealed units there was no evidence of any damage observed on any of the components of the units received. A functional test was performed where the needle covers were removed. The catheter-adapter assemblies were rotated 360° and partially advanced per the IFU. The buttons were pushed and all units successfully retracted without restriction. Evaluation of the used unit revealed that the unit was partially retracted with a portion of the needle tip protruding out of the shield. The spring was observed ¿bound¿ within the assembly. Upon dissection to inspect the hub, the spring bounced back into position and no damage was found either on the spring or the hub. The needle retraction failure observed on the received used unit was triggered by a ¿bound spring¿ and the cause was manufacturing related which occurred at the assembly process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a needle retraction failure which was noted after use. The following information was provided by the initial reporter: when using at ICU, the safety mechanism didn't activate completely and the tip of the needle didn't retract. The needle may bent during using. Customer reported that the issues occurred by particular hcp.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a needle retraction failure which was noted after use. The following information was provided by the initial reporter: when using at ICU, the safety mechanism didn't activate completely and the tip of the needle didn't retract. The needle may bent during using. Customer reported that the issues occurred by particular hcp.